Event description:
Reported by the complainant as follows. Nurse mentioned to local rep whilst at study day that they had experienced some problems with flexi seal a few weeks prior to the study event. Nurse then contacted for further details. Pt was an extremely obese lady admitted to itu with severe sepsis and cellulitis. She had an extensive category 3/4 pressure ulcer to the sacral area and had profuse diarrhea due to peg feeding and antibiotics hence flexi seal was deemed appropriate and was inserted on (B)(6) 2011. A standard flexi seal was used and the balloon filled with 40ml as this was standard procedure within the unit. After 18 days an anal pressure ulcer (at approx 6 o'clock) was discovered. The ulcer tracked up inside the anus where a small internal hemorrhoid was noted. No episodes of bleeding were recorded and the tube was removed immediately ((B)(6) 2011). The pt died on (B)(6), her notes have been sent to medical records so I can't find out exactly what was documented as the cause of death. However, treatment was withdrawn on this lady as she was unable to wean from the ventilator and it was felt that continued treatment would be futile. She had been admitted to itu with sepsis from cellulitis. No post mortem was carried out and it was felt that this incident had not contributed to the pt's death.

Manufacturer narrative:
The event is deemed serious as medical intervention was required to prevent or permanent impairment of bodily structure or function. From a clinical perspective, a causal relationship between the device and this event is deemed related to the ulceration because there is a temporal association between it and the area where the event occurred. Reported to the FDA on (B)(6) 2011. FDA registration number: reporting site (specification developer): (B)(4).